Event description:
Taste disturbance reported after first fitting following activation. Initial implant date (B)(6) 2012.

Manufacturer narrative:
This pt reported some form of taste disturbance to the audiologist during fitting. According to audiologist issue has resolved since 11/28/2012 fitting. No device was returned for analysis. The chorda tympani is usually divided during the implant procedure. The pt is specifically advised of this prior to the procedure. The presence of a taste disturbance is frequent and typically resolves over time.